Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported atrioesophageal fistula may have been procedure related. Per the IFU, atrioesophageal fistula is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced an atrio-esophageal fistula one month post atrial fibrillation ablation. The patient experienced fever, confusion and was coughing up blood approximately one month post ablation procedure. A CT was performed which revealed an atrio-esophageal fistula. Surgical repair of the fistula was performed which stabilized the patient. There were no performance issues with any abbott devices.